Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.